Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("worsening of pelvic pain when not menstruating"), genital haemorrhage ("abnormal bleeding (general)") and blindness transient ("lose vision for a few seconds") in a 28-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection and cone biopsy of cervix in 2002. Previously administered products included for an unreported indication: mirena on (B)(6) 2011. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included hypertension and uterine inflammation. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced menorrhagia ("worsening of abnormally heavy menstrual bleeding /prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("worsening of abnormally severe menstrual pain, dysmenorrhea cramping),"), dyspareunia ("painful intercourse,dyspareunia") and depression ("worsening of her depression"). In (B)(6) 2013, the patient experienced loss of libido ("low sex drive"), migraine ("migraine headaches"), weight increased ("weight gain"), headache ("migraines / headaches"), nausea ("nausea") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced tooth loss ("tooth loss/ dental problems"). In (B)(6) 2015, the patient experienced blindness transient (seriousness criterion medically significant), vision blurred ("blurry vision") and visual impairment ("streaky vision"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginitis") with vaginal discharge. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dental caries ("tooth decay"), hot flush ("hot flashes, feels like going through menopause"), the first episode of abdominal pain lower ("worsening of severe lower abdominal pain when not menstruating"), back pain ("severe lower back pain"), the second episode of abdominal pain lower ("worsening of cramping when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe abdominal swelling /bloating"), arthralgia ("severe joint pain, hip pain"), myalgia ("severe muscle pain"), pain ("severe connective tissue pain"), pruritus ("itchy skin on arms and lower back"), hepatic enzyme increased ("elevated liver enzymes"), pain in extremity ("leg pain"), bone pain ("severe bone pain"), skin exfoliation ("scaly skin on arms and lower back"), fatigue ("chronic fatigue"), feeling abnormal ("feels like she¿s going through menopause"), mood swings ("mood swings"), anxiety ("anxiety") and periodontal disease ("periodontal disease"). The patient was treated with ibuprofen, naproxen sodium (aleve), paroxetine, hydroxyzine, ondansetron, sumatriptan, paroxetine hydrochloride (paxil), metronidazole (flagyl) and doxycycline hyclate. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, blindness transient, vaginal haemorrhage, loss of libido, hot flush, feeling abnormal, mood swings, headache, anxiety, vision blurred, visual impairment and periodontal disease outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dyspareunia, back pain, the last episode of abdominal pain lower, menstrual disorder, dysgeusia, abdominal distension, arthralgia, myalgia, pain, pruritus, vaginal infection, migraine, hepatic enzyme increased, pain in extremity, bone pain, skin exfoliation, fatigue, weight increased, depression and weight decreased had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, anxiety, arthralgia, back pain, blindness transient, bone pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hepatic enzyme increased, hot flush, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pain, pain in extremity, pelvic pain, periodontal disease, pruritus, skin exfoliation, tooth loss, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: patient has not yet been able to undergo surgery to remove the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: coils appear to be the proper location. On (B)(6) 2013, gynecological ultrasonography: transvaginal ultrasound. The uterus is seen anti verted in position and heterogeneous in appearance. The essure coils can be seen in what appears to be the proper location. Bilateral ovaries are seen and appear unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, confirming depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("worsening of pelvic pain when not menstruating"), genital haemorrhage ("abnormal bleeding (general)") and blindness ("lose vision for a few seconds") in a (B)(6) female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection and cone biopsy of cervix in 2002. Previously administered products included for an unreported indication: mirena on (B)(6) 2011. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included hypertension and uterine inflammation. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced menorrhagia ("worsening of abnormally heavy menstrual bleeding /prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("worsening of abnormally severe menstrual pain, dysmenorrhea cramping),"), dyspareunia ("painful intercourse,dyspareunia") and depression ("worsening of her depression"). In (B)(6) 2013, the patient experienced loss of libido ("low sex drive"), migraine ("migraine headaches"), weight increased ("weight gain"), headache ("migraines / headaches"), nausea ("nausea") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced tooth loss ("tooth loss/ dental problems"). In (B)(6) 2015, the patient experienced blindness (seriousness criterion medically significant), vision blurred ("blurry vision") and visual impairment ("streaky vision"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginitis") with vaginal discharge. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dental caries ("tooth decay"), hot flush ("hot flashes, feels like going through menopause"), abdominal pain ("worsening of severe lower abdominal pain when not menstruating"), back pain ("severe lower back pain"), abdominal pain lower ("worsening of cramping when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe abdominal swelling /bloating"), arthralgia ("severe joint pain, hip pain"), myalgia ("severe muscle pain"), pain ("severe connective tissue pain"), pruritus ("itchy skin on arms and lower back"), hepatic enzyme increased ("elevated liver enzymes"), pain in extremity ("leg pain"), bone pain ("severe bone pain"), skin exfoliation ("scaly skin on arms and lower back"), fatigue ("chronic fatigue"), feeling abnormal ("feels like she¿s going through menopause"), mood swings ("mood swings"), anxiety ("anxiety") and periodontal disease ("periodontal disease"). The patient was treated with ibuprofen, naproxen sodium (aleve), paroxetine, hydroxyzine, ondansetron, sumatriptan, paroxetine hydrochloride (paxil), metronidazole (flagyl) and doxycycline hyclate. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, blindness, vaginal haemorrhage, loss of libido, hot flush, feeling abnormal, mood swings, headache, anxiety, vision blurred, visual impairment and periodontal disease outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dyspareunia, abdominal pain, back pain, abdominal pain lower, menstrual disorder, dysgeusia, abdominal distension, arthralgia, myalgia, pain, pruritus, vaginal infection, migraine, hepatic enzyme increased, pain in extremity, bone pain, skin exfoliation, fatigue, weight increased, depression and weight decreased had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blindness, bone pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hepatic enzyme increased, hot flush, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pain, pain in extremity, pelvic pain, periodontal disease, pruritus, skin exfoliation, tooth loss, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient has not yet been able to undergo surgery to remove the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: coils appear to be the proper location. On (B)(6) 2013, gynecological ultrasonography: transvaginal ultrasound. The uterus is seen anti verted in position and heterogeneous in appearance. The essure coils can be seen in what appears to be the proper location. Bilateral ovaries are seen and appear unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, confirming depression, menorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: case is now incident. Pfs received. New events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), low sex drive, hot flashes, feels like she¿s going through menopause, mood swings, migraines / headaches, nausea, anxiety, blurry vision, lose vision for a few seconds, streaky vision were added. Events per mr: pelvic inflammatopry disease added. Reporter, patient demographic information, product start date was updated. Product lot number added. Patient historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.